Event description:
A customer in (B)(6) notified biomérieux of obtaining a false negative result (0.76) while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. 423834, lot 1008093240). The customer mentioned that they had performed healgen - menarini immunochromatography assay for sars-cov-2 specific igm/igg anti-body detection and that they had obtained a weak positive igg result and a negative igm result. The customer said that the same patient's sample was tested using a commercially available technique (vitros) and that they had obtained a positive result. The customer said that they had sent the concerned patient's sample to their reference laboratory that confirmed the sample to have the sars-cov-2 specific igg anti-body. The patient does not work in healthcare and this was performed for a company screening. There is no indication or report from the laboratory that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated. Note: reference 423834 is not sold or distributed in the united states. However, u.s-only product reference, 423834-01, has the same formulation and physical properties as reference 423834

Manufacturer narrative:
This report was initially submitted following notification from a customer in portugal regarding a false negative result (0.76) while testing a patient sample using the vidas® sars-cov-2 igg (9cog) 60t (ref. (B)(4), lot 1008093240). The customer¿s sample was tested on (B)(4) vidas® sars cov-2 assays using retain kits; vidas® sars cov-2 igm batch 1008093230 / 210514-0 and vidas® sars-cov-2 igg 1008093240 / 210510-0 (customer's batch). A negative result was observed on both assays. The lab reproduced the results obtained by the customer with similar indexes. The sample was tested using an alternate method. The sample also gave a negative result with anti-sars-cov-2 elisa iga, and a doubtful interpretation with anti-sars-cov-2 elisa igg. According to the in-house western blot method, it was determined that the sample should have a particular serological profile with mainly iga antibodies against rbd protein, and iga and igg antibodies against nucleocapsid protein. This profile can explain the discrepant results reported by the customer. As a result of the investigation, there is no reconsideration of vidas® sars cov-2 igg ref. (B)(4), lot 1008093240 / 210510-0.